Manufacturer narrative:
Evaluation method - the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient's device had re-opened a surgical wound. The patient was placed on a wound vac to heal the skin around the wound. The patient was refit and the device was readjusted to ensure that the electrodes don't come into contact with the surgical wound. There is no indication of a device malfunction. The patient did not seek out medical intervention. The patient's current medical outcome is unknown.